Event description:
It was reported that during the implant attempt, the stylet was not maneuverable in the lead after four attempted lead repositions. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : the full lead was returned and analyzed with no anomalies found. It was noted that on visual analysis, the stylets received in the package all had sharp kinks. It was also noted that there was blood in/on the helix mechanism.